Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574, implantable pacing lead, (B)(6) 2010; d224drg, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The patient received eighteen shocks that day for arrhythmias. It was also reported that the threshold on the rv lead was elevated. The lead remains in use. No patient complications have been reported as a result of this event.